Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continuous air bubbles were observed with multiple cartridges. Cartridge changes were performed to address the issue. There was no reported adverse impact to the customer's blood glucose level.